Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed, and it was noted that there were solvent smears which lead to a fingerprint mark being left on the tube. The reported condition was verified. This issue is considered cosmetic as it has no impact on functionality; however, cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter (pm) within the middle administration port of an eva (ethyl vinyl acetate) 150ml bag. The pm was further described as a fingerprint within the interior wall of the middle administration port. This event was observed while filling the bag prior to patient use. There was no patient involvement. No additional information is available.